Event description:
It was reported that "There is a possibility that two lock pins from the product in question fell into the abdominal cavity. It is believed that they fell out when the omentum was grasped at the end of the surgery. An X-ray examination was performed, but the damaged area was not found. Another X-ray examination is scheduled."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal KARL STORZ complaint ID: (b)(4).